Manufacturer narrative:
The device history record for lot m7249t505 was reviewed and the product was produced according to product specifications. Photos of the device were provided by the user facility. All information reasonably known as of 30 jun 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that a leak was found in the suction catheter; a crack was found "at the female side of the elbow." The suction catheter was replaced for a new one and no patient injury was reported. Additional information received 19-jun-2020 indicated the product was not altered in any way prior to use, the patient had an endotracheal tube, and the product was in use less than 24 hours. No surgery was involved, no resuscitation was required, and there was no need to extubate and re-intubate. Additional information received 22-jun-2020 indicated the event did not occur during suctioning. The hospital reported no "strange feelings during connecting" the device. Additional information received 25-jun-2020 indicated that when "an endotracheal tube's cuff was inflated, 30-40ml air leakage was detected. After suctioning, the suction catheter was removed and the patient's position was changed. When placing the suction catheter to the patient again, the leakage amount increased to 50-70ml." There were no ventilator alarms.

Manufacturer narrative:
All information reasonably known as of 28 jul 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Photos of the device were provided by the customer. Review of the photos confirmed the reported incident; however, a root cause could not be determined. All information reasonably known as of 16 sep 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.